Manufacturer narrative:
The history for the lot number provided will be reviewed. No analysis or conclusions can be made with out the device.

Event description:
The caller reported that a customer had a 6dct tube with a pilot balloon leak that is still in use, and that he had urged the pt to have the tube replaced. The caller did not have any additional info about the failure. During a subsequent discussion with the pt's mother on (B) (4) 2010, she stated that they intended to change the tube following their normal monthly schedule but did not provide any details of the normal schedule.